Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Primary procedure, right knee. It was reported that during trailing, the posterior aspect of the 6x9 cr trial broke in the patient. All pieces were removed, patient was visually inspected, and device was reassembled at the back table to ensure nothing remained in the patient. Case was completed successfully with a surgical delay of approximately 1 minute. The device is available for return. Otherwise, the rep confirmed that no further information will available.

Manufacturer narrative:
An event regarding crack/fracture involving a triathlon trial was reported. The event was confirmed by product inspection. Method & results: product evaluation and results: visual inspection of the the returned device identified a fracture posterior to the articulating surface. The device also showed signs of wear and tear typical for similar reusable instruments. These findings were confirmed in the material analysis report. Clinician review: not performed as there was no medical records provided. Product history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: here have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. The conditions under which the fracture occurred, including when during the workflow the fracture occurred or if this device was being used in conjunction with other devices, are not known. Additional information including operative reports are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Primary procedure, right knee. It was reported that during trialling, the posterior aspect of the 6x9 cr trial broke in the patient. All pieces were removed, patient was visually inspected, and device was reassembled at the back table to ensure nothing remained in the patient. Case was completed successfully with a surgical delay of approximately 1 minute. The device is available for return. Otherwise, the rep confirmed that no further information will available.